Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator was having a peep measuring issue and a leakage. According to the given information, the device was running perfectly the day after the highlighted issue. The reported device was manufactured approximately 10 years ago in the year 2012, no device logs or goods have been returned for technical investigation. Despite several reminders the only information received regarding this issue is the information stated in the complaint form, which is not enough to determine the root cause of the reported failure. Given this, we have not been able to confirm the problem nor can we identify any root cause. H3 other text : 4114.

Event description:
It was reported that during patient treatment peep (positive end expiratory pressure) value was 0 cm h2o, respiratory rate was 100 b/min and the leakage was 100%. There was no patient harm. (B)(4).